Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hemorrhoidectomy procedure, the het system would not activate. There was no patient injury reported. The procedure was delayed more than an hour until another loaner het temp monitor was obtained from another facility.